Event description:
It was reported that the customer experienced high blood glucose of 800 mg/dl, after the insulin pump alarmed no delivery and shut itself down. Customer stated she treated with the insulin pump and drank a lot of water. She further stated that the no delivery alarm was resolved with an infusion set change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.